Event description:
The customer reported that the unit's exhaled volumes are very low, setting is 400 ml's and vte reading is 240 ml's, customer claims the unit passed the leak test. The unit was not on a patient when the problem occurred.

Manufacturer narrative:
Manufacturing received a vela turbine assembly. The vela turbine assembly was installed in known good vela unit. The unit was powered on in respiration mode. Connected vela to volume flow meter pfc-3000, gage ID fa060. Manufacturing could not replicate the turbine delivering a low volume and ventilator certifier reading volumes at 250. The vela turbine assembly was scrapped.

Manufacturer narrative:
(B)(4). The carefusion factory service department evaluated the device, verified the complaint and identified that the issue was caused by the base assembly. Not related to the reported event, the turbine assembly needed to be replaced due to foreign contamination. The carefusion factory service department replaced the affected components and ran the device through a complete operational checkout per the service manual to ensure that the device meets factory specifications. Upon completion, the device was returned to the user facility ready to be placed back into service.